Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 24-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the closed suction catheter was not working as well. The "button" does not create suction when pressed. There was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 21-mar-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30145559, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The sample was received without the entire closed suction assembly. Only the thumb valve body portion was received. The manifold area and the rest of the catheter body was not returned. No original packaging was returned. The device was evaluated. The thumb valve was pressed and released multiple times for functional inspection. Each time after release, the thumb valve returned to the upright position. The thumb valve was also inspected if the rotation was possible, multiple times (three times), the thumb valve was rotated from the unlocked to locked position and there were no difficulties or issues seen. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, while still engaged with the mobivac system, the distal end of the catheter was inserted in a beaker of water with blue dye. The suctioning occurred when the thumb valve was pressed. The thumb valve was turned into locked position. The suctioning did not occurred when the valve was placed in the locked position. Root cause could not be determined. All information reasonably known as of 29-apr-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.